Manufacturer narrative:
MDR-3009897021-2021-00049 submitted on 09-mar-2021 noted the following: correction: (B)(6) 2014. Based on the additional clinical information provided, it was determined that the alleged abdominal surgical site infections were unrelated to the activ.a.c.¿ therapy system. Kci has deemed this event not reportable based on the information received on 17-mar-2021.

Event description:
On (B)(6) 2021, the following information was provided to kci by the physician: the infection was due to the patient conditions.

Manufacturer narrative:
Age at the time of the event: the age for each patient was not provided: the article noted mean age: (B)(6) years (range 35-91). Sex: male and female. Date of event: the specific dates of the events are were not provided. The article noted the patients included underwent abdominoperineal resection from (B)(6) 2014 to (B)(6) 2019 timeframe. Based on information provided, it cannot be determined that the alleged abdominal infections were related to the activ.a.c.¿ therapy system. The article noted that the activ.a.c.¿ therapy system was removed after 5 days, and a prophylactic antibiotic was used for a median of 3 days (range, 1-6 days)." It also noted that the surgical site infection rate in the inpwt group was significantly lower than in the control group. No additional information was provided. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals, and instillation therapy parameters (for v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Contraindications: v.a.c.® therapy is contraindicated for patients with: untreated osteomyelitis.

Event description:
On10-feb-2021, the following information was received by kci after a review of journal kaneko, t., et al. Incisional negative pressure wound therapy to reduce perineal wound infection after abdominoperineal resection. Int wound j. 2020;1-9. Doi: 10.1111/iwj.13499 noted the following: table 1 noted 3 patients experienced abdominal wound surgical site infection. The article noted under 2.1 wound management by inpwt, "the activ.a.c.¿ therapy system was used as the inpwt device. The device was attached immediately after surgery, and negative pressure of 125 mmhg. For 5 days. Thereafter, the device was removed, and wound management was performed using only film dressing." Under 2.5 antibiotics "as a prophylactic antibiotic, cefmetazole sodium was used for a median of 3 days (range, 1-6 days)." Under 3.1.2 ssi rate and wound dehiscence rate noted, "the ssi rate in the inpwt group was significantly lower than in the control group. " no additional information was provided. On 04-mar-2021, the following information was provided to kci by the physician: the physician will provide additional information after mid-march due to difficulty contacting medical personnel from covid-19. The activ.a.c.¿ therapy system identifiers were not provided; therefore device evaluations cannot be completed.